Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a broken stem. Upon review of operative notes on (B)(6) 2014, it was noted the patient had sustained a greater trochanteric fracture while the hip was being reduced. A broach is being added to the complaint at this time.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Previous review of the fractured femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases and/or review of device history records against the reported broach was not possible as the product/lot code combination was not provided. Medical records from the primary surgery were received and reviewed. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.